Manufacturer narrative:
The customer reported that they had a patient safety event on (B)(6) 2025 and needed to pull some log files to investigate. The event occurred sometime between 1800-2300. They would also like to know what their default settings were upon installation and if any of those settings have changed since the time of the event. The patient was found unresponsive at 21:46. The customer's goal was to review the available information between 21:10 and the time of the event to determine if the system had alarmed for "leads off" or a similar condition. They wanted to establish a timeline for events. Technical support (ts) explained that due to the time gap between now and the event, we won't be able to examine this clinically. The customer also noted that this patient was known to be non-compliant. The customer was also aware that the gap in time may have even phased out log file information for that time period as well. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: bedside monitors (bsm).: model #: mu-631ra. Serial #: (B)(6). Device manufacturer data: 07/06/2017 (july 6, 2017). Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned.

Event description:
The customer reported that they had a patient safety event on (B)(6) 2025 and needed to pull some log files to investigate. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that they had a patient safety event on (B)(6) 2025, and needed to pull some log files to investigate. The event occurred sometime between 1800-2300. They would also like to know what their default settings were upon installation and if any of those settings have changed since the time of the event. The patient was found unresponsive at 21:46. The customer's goal was to review the available information between 21:10 and the time of the event to determine if the system had alarmed for "leads off" or a similar condition. They wanted to establish a timeline for events. Technical support (ts) explained that due to the time gap between now and the event, we won't be able to examine this clinically. The customer also noted that this patient was known to be non-compliant. The customer was also aware that the gap in time may have even phased out log file information for that time period as well. No patient harm was reported. Investigation summary: the logs provided by the customer do not contain information for the date of the event due to length of time between the event occurring and when the logs were pulled from the cns. The root cause could not be determined. The issue could not be confirmed. The complaint device is already in end of support. The device has already exceeded its expected usage life. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: bedside monitors (bsm): model #: mu-631ra, serial #: (B)(6), device manufacturer data: 07/06/2017 (july 6, 2017), unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Additional information: b4 date of this report, g3 date received by manufacturer, g6 type of report, h2 if follow-up, what type? H6 event problem and evaluation codes, h11 additional manufacturer narrative.

Event description:
The customer reported that they had a patient safety event on (B)(6) 2025, and needed to pull some log files to investigate. No patient harm was reported.